Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there were circumstances leading to the bleeding and trouble with the device issue. They noted that the issue started about (B)(4) 2018 as they woke up one morning with a spot of blood on their pillow, another one the following day and then no more bleeding. The patient had their doctor look at them and they saw a ¿hole in my head¿, and could see what he thought was plastic in the hole. The patient had to fly home immediately and had the device surgically removed on (B)(6) 2018. It was noted that the patient was on 6 weeks of intravenous antibiotics every 4 hours for an infection. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was having difficulty with the device and needed immediate assistance. It was noted the patient mentioned bleeding for three days. Their physician was unable to check the patient. No further complications were reported/anticipated.